Event description:
It was reported that the customer experienced nausea, vomiting, and high blood glucose over 400mg/dl, and the customer's blood glucose reading was treated with manual injections. The high pressure test was performed and passed. It was also reported that moisture in the reservoir compartment was found. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.